Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2024. The patient experienced no consequences.